Event description:
It was reported when using the bd vacutainer® lh 68 i.u. Plus blood collection tube there was clotting/micro clots/fibrin clots. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "heparin tubes are clotting."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-27 . H6: investigation summary bd received 100 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for fibrin was not observed. 10 returned samples and 10 retained samples, were therefore, analyzed for heparin content; all were found to be within specification. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for fibrin was observed. All tubes filled as expected and all results were normal. Visual inspection found one small fibrin strand in one retained tube. Analytical testing and visual inspection of the retained and control tubes confirmed the reported defects. Bd has confirmed the customers¿ indicated failure, fibrin, which was observed in one of the retained lot samples. Visual evaluations of control samples for fibrin demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh 68 i.u. Plus blood collection tube there was clotting/micro clots/fibrin clots. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "heparin tubes are clotting."